Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Device is a combination product.

Event description:
It was reported that shaft break occurred. A 4.00 x 16mm synergy ii drug-eluting stent was selected for use; however, the hypotube broke inside the guide catheter. The procedure was completed with another synergy stent. No patient complications were reported.